Event description:
The customer reported a contained leak of about 2 to 3 drops of blood from the needle cartridge of the lh 750 instrument while running samples; in addition, aspiration c errors were recovered by the instrument. No erroneous results were generated with this event.

Manufacturer narrative:
A field service engineer was dispatched. The fse noticed the blood sampling valve (bsv) center section difficult to rotate manually and also during cycling. The bsv was replaced, and the shaft and knob were cleaned and lubed as required, resolving the aspiration errors which were caused by improper bsv rotation. The fse also found a broken rinse cup; the probe wipe assembly was replaced, resolving this problem. Upon recur, a failure mode related to improper rotation of the bsv is likely to impact cbc/diff and retic parameters; results could be flagged, un-flagged or non-numeric. (B)(4).